Event description:
In a journal article studying polyethylene wear: it was reported that patients in the rtsa group presented with symptoms of poly wear such as pain, weakness, stiffness/reduced rom, instability, humeral sclerosis, and loosening of the glenosphere. In addition, all patients presented radiographically with at least 1 zone of humeral and/or glenosphere osteolysis. Of the 21 patients in the rtsa group, 7 patients retained their initial implants with no further treatment/intervention specified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk bearing cat#unk lot#unk. Unk head cat#unk lot#unk. Unk stem cat#unk lot#unk. Visual examination of representative photos within the journal article show heavy bearing wear and implant debris. Part and lot identification are necessary for review of device history records, neither were provided. It was indicated that in 3 cases zimmer tm stems were used with djo encore glenospheres. These are not cleared for use together. It was indicated that in 3 cases zimmer tm stems were used with djo encore glenospheres. This represents off-label use. However, it is unknown if this caused of contributed to the reported events. As such, a definitive root cause cannot be determined. Bearing wear was confirmed through representative photos and x-rays. However all patient impacts and loosening cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Fisher b, astolfi m, deslaurier j, childers k, lee jy, samani m, declercq m, wiater jm, polyethylene wear: an under-reported cause of failed shoulder arthroplasty, jses international (2025), doi: https://doi.org/10.1016/j.jseint.2025.04.002.